Event description:
Male pt rec'd plicator therapy for gerd in 2006. Seven days later, pt reported left shoulder epigastric and lower abdominal pain. Pt filed maude report (#mw1038912) in 2006 and reported that "...symtpoms had finally abated...." His plicator procedure was successfully reversed via endoscopic intervention 22 days later.

Manufacturer narrative:
There is no apparent product malfunction in this instance. It is likely that some of this pt's reported symptoms are related to this pots diagnosis and not related to his plicator treatment. In most previous cases, post-plicator treatment discomfort resolved spontaneously within several days or several weeks of therapy delivery. In this case, the pt requested reversal of the procedure in a relatively brief timeframe of its delivery and it is likely, based on previous experience, that his symptoms would have resolved spontaneously given more time. There have been infrequent previous reports of sustained, significant, post procedure discomfort in pts who have rec'd plicator gerd therapy. In all such cases, reversal of the procedure has resulted in elimination of reported pain and discomfort (although gerd symptoms have returned to their pre-treatment state). We will continue to monitor the frequency of such reports going forward.